Event description:
Customer called to report the insulin pump alarmed for errors and would go into threshold suspend even when the blood glucose reading was normal. The sensors were lasting approximately 2 to 3 days before these errors would occur. Troubleshooting was performed. Advised that the abdomen area might need time to dry out and heal after 15 years of being used for sites. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).